Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum and then later nerve fibers, which again forms a conductive path between the electrode and nerve.

Event description:
It was reported that following the full vns replacement surgery due to high impedance, which was reported in mfg. Report #1644487-2019-01980, that high impedance was observed after the or on the newly implanted products. Follow up with the company representative revealed that there were two normal impedance readings in the or, but high impedance was observed in pacu when the company representative was attempting to titrate the patient to tolerability per the physician's instructions. It was stated that the impedance value was high with 4 different diagnostics. Multiple x-rays were requested prior to discharge, but they have not been made available to the manufacturer to date. The surgeon felt that the patient had an extremely small vagus nerve and that "after the electrodes scar in", the impedance values will improve. The reference to "after the electrodes scar in" was not an indication of a complaint or excessive scarring, but of the typical scar tissue that can form around implanted device. The patient presented for a follow up appointment and the impedance values were showing as within normal limits. Follow up with the company representative present at the replacement surgery revealed that lead pin placement was verified to be fully inserted and locked with the set-screw during implant. It was stated that the nurse observed the surgeon excessively backing off setscrew each and every time insertion was checked. The decoder based on the tablet data received from the patient's follow up appointment was reviewed by the manufacturer. The lead impedances were found to be within normal limits on the day following surgery. No additional relevant information has been received to date.